Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rep received an email from the hcp stating the patient had yag laser eye procedure and forgot to turn off their ins, leaving stimulation on. It was unknown how long the procedure was. They reported it 24 hours after the procedure and turned off their stimulation. The patient reported feeling strange and having a headache. It was reported that the patient saw the nurse on (B)(6) 2019 and impedances checked out to be fine. They turned the stimulation back on at 0v and gradually increased the stimulation up to 1.5v. The patient tolerated well and left the clinic. After the patient left the clinic, they felt more headaches and strange again. It was unknown the duration from when the patient left the clinic to when they felt the symptoms again. The caller reported the patient¿s right arm was jerking too and turned off their stimulation and had kept it off. The patient continued to feel a dull headache and ringing in their ear. Additional information was received from the rep reiterating the same info, but added that the patient would be getting a MRI or CT scan. Additional information was received from the rep indicating that the patient was doing much better and the headaches were almost entirely gone. They were slowly turning therapy back up. The caller said the patient wanted reassurance and the it was said that the system seemed to be fine.